Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asftf109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during removal of the device from the port body, when the base was fixed and the needle was pulled up straight, the needle was caught and the needlepoint could not be locked in the base. There was no reported patient injury.

Event description:
It was reported that during removal of the device from the port body, when the base was fixed and the needle was pulled up straight, the needle was caught and the needlepoint could not be locked in the base. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to activate safety mechanism was confirmed but the exact cause remains unknown. The product returned for evaluation was a one safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent at the needle shaft the following observations were noted during the sample evaluation: ¿ the sample appeared free of obvious use residue ¿ the tip of the needle bevel appeared unremarkable an attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. H3 other text : evaluation findings are in section h.11.